Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was calibrated, the hard disk drive was reimaged and current software was reloaded.

Event description:
It was reported the programmer screen freezes when turned on. The screen doesn't change when setting connection with pace/implantable cardioverter defibrillator. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.